Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. Photographs were provided from the customer and it is evident that the cutting wire did not orient as intended. The photographs indicate that the catheter exited the endoscope with the cutting wire facing approx 9:00 (appropriate orientation is approx 11:00 - 1:00 o'clock). The sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. It is evident from the photographs that the distal end of the catheter does not represent the shape at the time of MFR and packaging. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise the handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual insp and functional test to ensure device integrity. A review of the device history record confirmed the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) they tried to access the papilla using a cook fusion omni-tome pre-loaded sphincterotome. After using the elevator of the endoscope the sphincterotome is turning like a snake in the left direction. With this shape was not possible to access the papilla. A new cook fusion omni-tome pre-loaded sphincterotome was used to complete the procedure without problems. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.